Event description:
A hospital in (B)(6) reported via our distributor that after connecting to a water bag an mr290 autofeed humidification chamber overfilled with water. This was found before use on a patient.

Manufacturer narrative:
(B)(4) method: the complaint mr290 humidification chamber was received for evaluation. The chamber was visually inspected for dents and inverted to check for the movement of the floats. The chamber could not be performance tested for overfilling as the spike had been cut off the feedset tube by the customer prior to its return. Results: no visible damage was observed to the base or the dome of the chamber. The floats were found to be moving freely. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to detect any defect that might have caused the chamber to overfill and could therefore not determine the cause of the reported failure. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line. (B)(4).